Event description:
It was reported during sedation of a diagnostic bronchoscopy the balloon was temporarily lost inside the patient and later retrieved. This caused a procedural delay of a few minutes and the procedure was completed using the same device. No reports of patient harm.